Manufacturer narrative:
Additional information: concomitant medical products. One cadd cassette reservoirs - non flow stop was returned for analysis in used condition. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No damaged could be detected on the unit. The sample was connected to the cadd legacy plus to look for unusual function. The sample was fully priming and connected without difficult, the pump was set running and the alarm was not activated. The accuracy test was successfully passed. A review of the manufacturing process for p/n 21-7302-24 l/n 3859512 was conducted by quality intern on (B)(6) 2019 in order to verify that there are no situations or practices that could create the event as described in "complaint description" section. The cassette bonding operation in the cassette line was reviewed; no discrepancies were found. The bag loading operation in the cassette line was review; no discrepancies were found. Root cause cannot be determined since the complaint was not confirmed due to the fact the accuracy test was successfully passed. No corrective actions are required since the complaint was not confirmed.

Event description:
Information was received that during bench testing of this smiths medical cadd cassette, issues with under deliver over 6% with the cadd legacy pumps was noted. It was reported when testing the pumps without a filter, they pass within +/- 6%; however, when uses the same pumps with a filtered extension set with water the accuracy rates over +/-6%. No patient involvement.